Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer had elevated blood glucose (bg) levels in the 500 mg/dl range. Reportedly, customer changed out the infusion set. Customer addressed elevated bg levels with manual injections.